Event description:
It was reported that intermittent occlusion alarms occurred, which resulted in blood glucose levels exceeding safe values, as indicated by the device reading "high." The customer was able to manage the issue themselves by administering a correction bolus via pump and changing the infusion set and cartridge before resuming insulin administration. Despite experiencing frequent occlusion issues, the customer declined additional assistance, and the technical support team proceeded to close the case.